Event description:
Pt was implanted with a tfn for a hip fracture. During a f/u visit x-rays were taken and the surgeon was concerned the pt was not healing as quickly as she should be. On (B)(6) 2012, the pt was returned to the operating room for revision. The surgeon removed a 5.0mm locking screw and replaced it with a new screw inserted in a different position. The report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device was used for treatment not diagnosis. Part numbers 458.938 and 458.940 reported for unknown screw, facility was unable to determine which was the discarded screw and which was the replacement screw used in case as both are 5.0mm screws.

Event description:
This is report 1 of 1 for complaint (B)(4).